Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one conquest 40 balloon dilation catheter was returned for evaluation. Balloon rupture was noted on the returned device. No other specific anomalies noted during the visual evaluation. In the functional testing, the balloon was inflated with the in-house presto inflation device and water was leaking from the balloon; the balloon fibers were stripped, and under microscopic examination a compound rupture was noted to the balloon. No other functional testing was performed. All the anomalies noted on the microscopic observation. Therefore, the investigation for the reported balloon rupture was confirmed as a compound rupture was noted during the microscopic observation and balloon leaks from the rupture during the functional testing of the returned device. A definitive root cause for the reported balloon rupture could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 09/2024).

Event description:
It was reported that during an angioplasty procedure, the balloon was allegedly burst. There was no reported patient injury.